Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with covidien injector involvement from (B)(4). (B)(6) male pt received 60ml of optiject 350 (iversol), injected via an automatic injector at a flow rate of 5ml/second into the elbow crease for a heart scan for diagnostic purpose on (B)(6) 2011. Concommitant medication include saline solution 50ml introduced the same day. The pt experienced an injection site extravasation (lower than 30ml). He was given corrective treatment with the application of ice during 30 minutes onto the injection site without direct skin contact. At the time of the report, the pt had recovered. The reporter evaluated the case as non-serious.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.